Event description:
A patient reported that their implantable neurostimulator (ins) has been hot for the last 20 minutes. The patient noted she turned the ins off and it¿s still hot. The patient noted she is at work sitting. A healthcare professional (hcp) reported they turned the device off. The hcp also noted the area around the interstim was tender/erythema which was noted at the emergency room. The hcp determined the cause of the interstim device being hot was the interstim site was infected. The patient had the device removed on (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient reported that the reported issue of the ins being hot was resolved since the ins was taken out due to having an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.